Manufacturer narrative:
(B)(4) - zipper teeth do not connect. Results: eval of the returned product shows that the pt access panel side a zipper slider body is open. Note: posey instructions for use warning indicates: never use the bed if a zipper slider is bent open or damaged and the zipper is not securely closed. Test that all of the zippers open easily and close securely along the entire length of the zipper. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).

Event description:
Customer reported that there is zipper damage to the canopy left side panel and when an attempt is made to close the zipper, the teeth do not connect. The issue was discovered during set-up and there was no pt incident or injury reported.